Event description:
Boston scientific received information that this left ventricular (lv) lead and device were explanted for increased thresholds as well as high out-of-range (oor) pacing impedances of greater than 2000 ohms. The right ventricular (rv) lead also exhibited increased thresholds. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.